Event description:
It was reported that 1 pen ndl 32g 4mm needle broke off. The following information was provided by the initial reporter : the customer reported that a needle broke into the rubber of the product not into the body of the child.

Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter zip code: (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 pen ndl 32g 4mm needle broke off. The following information was provided by the initial reporter: the customer reported that a needle broke into the rubber of the product not into the body of the child.